Manufacturer narrative:
(B)(4). The lot was manufactured from november 18, 2014 to november 20, 2014. The device was returned for evaluation. Visual inspection noted fluid inside of the housing. The reported condition was verified. Visual inspection revealed that the cause of the leak was a ruptured reservoir. The cause of the rupture was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from the silicone part when filling the pump. There was no patient involvement. No additional information available.